Event description:
It was reported that approximately one month post-implantation, the patient fell and dislocated their hip. Doctor initially chose to complete a closed reduction. Then the cup and head separated and the patient underwent a revision procedure. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat: 11-165208 lot: 66840604 ringloc bi-polar 28x42mm g2: foreign ¿ taiwan h6: suggested component code: mechanical (g04) - head the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).